Event description:
Consumer reported wore an ace knee stabilizer one time and he got a large rash of 1" high and 2" wide on back of his leg. Consumer also reported that he has boils on other parts of body. Consumer did see an md but no medical treatment was received. A visit to an allergist was also scheduled.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unknown. Regulatory compliance will continue to monitor on monthly trend reports.